Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent phlange ligament repair procedure on (B)(6) 2015. During the procedure, in the attempt to insert the anchor, the inserter sheath would not depress. The device was removed and discarded. Another mini juggerknot was used to complete the procedure. It is unknown if any additional holes had to be drilled to complete the procedure.